Manufacturer narrative:
Clarification to d1, d4, g4 device information: healthcare professional reported the explanted devices were not manufactured by allergan and the patient accidentally provided older device information. Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
It has been identified that the device associated with this record is not manufactured by allergan. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.